Event description:
It was reported that during implant of the pulse generator, right ventricular capture could not be obtained in the bipolar configuration. The patient was asymptomatic and received pacing therapy through an external pacing system analyzer at this time. The device was removed from the pocket and replaced. The replacement device exhibited the same issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).